Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the hub separated from the device. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "when phlebotomists try to remove the white needle tab in preparation for needle assembly, the colored (green) needle shield gets removed instead of the white tab, resulting in needle exposure and rendering the needle unusable."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 20-mar-2023. Bd received 50 samples and 2 videos for investigation. The videos were reviewed and the customer¿s indicated failure mode for loose IV shield with the incident lot was not observed. The ribs of the female luer and the ribs in the inner diameter of the IV shield were not shown in the videos so they could not be evaluated. One of the videos shows someone demonstrating how the np (non-patient) shield is removed from the fbn (flashback needle) and from the video there is no abnormal handling noticed that can cause the IV shield to detach prematurely. Additionally, 48 of the customer samples were evaluated by visual examination and functional testing, each having their np shields removed, and the indicated failure mode for loose IV shield with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the hub separated from the device. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "when phlebotomists try to remove the white needle tab in preparation for needle assembly, the colored (green) needle shield gets removed instead of the white tab, resulting in needle exposure and rendering the needle unusable.".